Event description:
Pt with hx of v-tach has ICD. Pt needed permanent pacer. Tcp failed to convert pt to nsr with max energy shock. Failed to sense v-fib immediately post shock. This was determined during testing of device interaction. ICD was replaced 6/21/96, originally implanted 9/30/94.